Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: sc-2317-70, upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: 7070990. Product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(4). Batch: 364110.

Event description:
It was reported that the patient was experiencing inadequate pain relief and was reprogrammed. It was also reported that one of the contacts has been damaged and was not working.